Event description:
Related manufacturer report numbers: 2916596-2020-05448 and 2916596-2020-05449.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. The submitted system controller event log file contained data from (B)(6) 2020 and from (B)(6) 2020. The log file captured driveline power fault alarms from (B)(6) 2020 and on (B)(6) 2020. No interruption in pump function was observed. The pump operated as intended at the set speed. The account later communicated that the power fault alarms were due to an unknown cause. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15may2020. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with driveline power fault alarm. The event log captured constant driveline power faults starting on (B)(6) 2020, which continued for the remainder of the log file. Technical services recommended a modular cable exchange to try and resolve the alarm. The patient had additional driveline faults. The patient underwent a controller exchange (hsc-085988 to hsc-085648), and a modular cable exchange (sn: (B)(4) to lot #6719883). The patient kept hsc-085988 as a back up for their controller. The patient's modular cable will be sent back for evaluation.